Manufacturer narrative:
No product has been returned for investigation nor allegation of product malfunction reported. No radiographic images or test results provided to confirm the reported event. No investigation could be completed at this time. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery...." Pre-operative warnings: "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...." Per technical guide: step 4: implant expansion: "...monitor implant expansion under fluoroscopy and note when the implant has reached full expansion. This also may be monitored by following the translation of the threads of the inner core as they advance upward through the central aperture of the outer core. Once all of the threads have advanced to the top of the central aperture, the implant has likely reached maximum expansion. A positive stop will be felt when the core is fully expanded..."

Event description:
On (B)(6) 2019, an x-core was implanted at l1 but not placed as planned. A revision procedure is not planned. As per reporter, the x-core could have been assembled or inserted incorrectly.